Event description:
Procedure: resection. According to the reporter: staples appeared to crimp into b shape for first 2 cm of the full length and then stopped forming the staples as indicated by a u shape. The tissue was cut properly for the full length of the stapler load. We needed to properly close the end of intestine which the stapler left unclosed with hand sewn sutures. Surgery time extension was reported as one hour. We over sewed the end of bowel (rectal stump) with interrupted sutures, connected the intestines (with an eea) and added a protective ileostomy which was unplanned at the beginning of surgery.

Manufacturer narrative:
(B) (4). (B) (4).